Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately 12 to 13 years post implantation due to pain, swelling, and poly wear.

Manufacturer narrative:
This report was submitted in error as this is a duplicate complaint and the event is being reported under 0001825034-2019-02874.

Event description:
This report was submitted in error as this is a duplicate complaint and the event is being reported under 0001825034-2019-02874.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown maxim femoral catalog #: ni lot #: ni, unknown maxim tibial tray catalog #: ni lot #: ni. The complainant has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unsufficient information.

Event description:
It was reported that a patient is being considered for a knee arthroplasty revision to replace the polyethylene bearing due to unknown reasons. Attempts have been made and no additional information is available at this time.